Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 11-jan-2018 from an other non health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had pain and joint stiffness. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency, indication: not provided, batch/lot number: 7rsl022 and expiration date: may-2020). On an unknown date, after unknown latency, patient experienced pain and joint stiffness. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. Seriousness criteria: required intervention for both events.

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 11-jan-2018 from an other non health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had pain and joint stiffness. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency, indication: not provided, batch/lot number: 7rsl022 and expiration date: may-2020). On an unknown date, after unknown latency, patient experienced pain and joint stiffness. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl022 expiration date (may-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl022 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 21-feb-18, there were 14 complaints on file for lot # 7rsl022: (14) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 21-feb-2018. The ptc results and gptc number were added. Text was amended accordingly.